Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump wasn't working. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that they went through the steps of rewinding and priming pump and applied pump to the body, later noticed that pump was still asking for the rewind and prime process to be completed. After completing process received a no delivery. Unable to troubleshoot pump as the customer doesn't have pump at this time. The insulin pump will not be returned for analysis.